Event description:
It was reported that (1) lcsc5 was used during a lysis of bilateral salpingo oophorectomy procedure. It was reported by the rep that the surgeon was using the luke handpiece with an lcsc5. Lockout occurred after being used for approx twenty minutes. Attachment was torqued down to make sure it was tight and still got lockout. The test tip was then put on and still rec'd a continuous tone. The handpiece was switched out and the same attachement was put on a new luke handpiece and it worked for approx three minutes. The surgeon then tried a different generator and had the same problem. The surgeon then switched disposables and everything worked fine. There was no consequence to pt.